Event description:
Reference number (B)(4). Event occurred in the united states. On 23-jul-2024, it was reported that the infusion set's tubing got detached from the hub. Patient replaced infusion set and resumed insulin successfully. No further information available.